Event description:
In 1988 pt had augmentation mammoplasty with cox-uphoff round double lumen gel/saline implants. Pt had no problems at all with implants. Now desires to have them removed. In 2003, implants removed intact. No apparent problems.